Event description:
The retractor of the budde halo was declared as faulty by the operating room (op). The nurse explained that in spite of its extremely strong catch the arm did not stay in position and moves easily. Additional information is not available.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.